Manufacturer narrative:
Device evaluated by manufacturer: device was returned. No visible blood was observed inside the balloon. The polarx was leak tested and passed all inner and outer balloon leak tests. The device failed functional testing and was then dissected to investigate the blood detection wires for any damage or defects that would have resulted in the blood detection error seen in the field. No wire splits were found on inner or outer balloon blood detect wire, and insulation on delivery line seemed intact. The bifilar wires coming out of the adhesive cap on the t connector region were found to have insulation rub off present on them. The length of the adhesive cap was found to be less than 1mm. The out of specification adhesive cap is suspected to cause the bifilar wire to bend in an unexpected way causing chaffing between bifilar wire and adhesive cap resulting in rub off.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure, a polarx balloon catheter was selected for use. However, the error message, console detected blood in the catheter was displayed. The physician decided then to replace the device and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis. Additional information was received on (B)(6) 2024 stating that the error occurred during preparation.

Event description:
It was reported that during a pulmonary vein isolation procedure a polarx balloon catheter was selected for use. However, the error message, console detected blood in the catheter was displayed. The physician decided then to replace the device and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.